Event description:
It was reported that the device will charge correctly but will not deliver energy. There was no reports of pt use associated with this event.

Manufacturer narrative:
The customer confirmed that the device has been taken out of service, and will be traded-in for a new device. The failed device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.